Event description:
A medtronic ent representative reported an inaccuracy of 4-5mm inferiorly during a functional endoscopic sinus surgery (fess). There is a mayo stand on both sides of the emitter, and there is also a camera that hangs down in front of the emitter. The surgeon was able to complete the surgery with the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The patient age and weight is not available from the site. Software investigation is in progress. The mayo stand and camera contain metal. In order to achieve optimal accuracy all metal should be removed from the area surrounding the emitter as metal interference can distort the electromagnetic field.

Manufacturer narrative:
The stealth archive is unavailable for review. Medtronic engineering is unable to determine root cause without further information or troubleshooting.